Event description:
It was reported that the customer received an invalid transmitter ID alert. Despite multiple attempts, a sensor session was unable to be started. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.

Manufacturer narrative:
Device not returned.